Event description:
It was reported that the system 9800 would not recall previously saved images from thumbnail screen icon of image. There was no adverse pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The image processor circuit board was replaced. The system was tested and found to be working as intended and placed back into service.